Event description:
The patient reported: a tooth on my lower arch chipped. Update 5/14/24: I am experiencing sensitivity. My last dentist visit was in (B)(6), and my teeth were perfectly fine. He said that the aligners probably put too much pressure on my teeth, which could have caused the chipping. I also now have a gap in my top teeth, which I never had before starting treatment. There is no evidence of a letter of recommendation on file, no indication of a preexisting condition, and no additional information has been reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.